Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.

Manufacturer narrative:
Sc-1140 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg was received at the end of service state. The data log analysis revealed that the patient battery lifetime was calculated at 1 year, 10 months, and 23.2 days with an average eui of 19.2. It exhibited normal characteristics during the visual and functional examination.